Event description:
The user sent in the defibrillator to be repaired with 2 of the energy select push buttons depressed and locked in. There was no pt involved. This is a problem that can only occur when excessive force or impact is applied to 2 or more buttons at the same time. Damage of this type is readily apparent to the user and is unlikely to cause death or injury. The event is not occurring more frequently or with greater severity than is usual for the device.